Event description:
It was reported that the customer received the compromised force sensor system alarm and the check settings alarm on the insulin pump when attempting to receive settings. The customer's blood glucose was 127 mg/dl. Troubleshooting was done. Advised that the checksettings alarm always occurred after exiting the training mode. Advised customer to call back if she received the alarm again. Explained to customer that the insulin pump was working as it should. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.